Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that an asymptomatic patient presented over a remote transmission. The stored egm showed device exhibited non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were made during the device check.

Event description:
New information was received indicating that another instance of post-paced t-wave oversensing was seen on a remote transmission after programming changes were made. Additional programming changes were recommended and will be made the next time the patient is in the clinic.